Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery-not charging issue was verified while based on the analysis, the alleged touch screen issue could not be verified.